Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, recorded episodes of noise were noted on the atrial lead. No intervention had been reported.

Manufacturer narrative:
.